Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during manual prime. The customer's blood glucose reading was 374 mg/dl. Customer declined high blood glucose level troubleshooting. Customer performed troubleshooting and discovered that the infusion set was occluded. By the end of the call the customer's blood glucose reading was 426 mg/dl and the customer had given himself a 20.1 unit bolus with the insulin pump. The customer was advised to monitor the issue and to call back if problems persisted. The customer's infusion set was replaced and will be returned.